Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery was "out of order". There was no patient involvement; no patient or user harm was reported.